Event description:
Transport ventilator was in use, supposedly attached to ac power ventilator stayed on but was not delivering breaths, per user narrative. No injury to patient.

Manufacturer narrative:
Ran through vibration and thermal tests and could not duplicate the reported malfunction. Found the power plug guard bent inwards, which may have prevented ac-power full engagement (in which case the user would have seen and heard low battery alarms before any loss of ventilation). The reported condition could have also been a result of: a leak problem or disconnect in the breathing circuit or patient appliance; peak-pressure control knob dialed down to zero by user.